Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the pump inaccurately delivered insulin. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/23/2017 with the following findings: a review of the black box showed the data from the date of the complaint to be overwritten due to continuous use. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no issues occurred. The available daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within the required range. The complaint was unable to be duplicated due to the information from the date of the complaint being overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.